Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported issue. The se replaced the universal serial bus (usb) data key and updated the software to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an unusual amount of flow and pressure variation. The patient was removed from the ventilator and transferred to an alternate device. The patient was not harmed as a result of this event.

Manufacturer narrative:
Usb was replaced unrelated to intial alleged event.